Event description:
It was reported that following an ablation procedure, the patient developed an abscess. The patient then had to have a craniotomy for the infection and drainage. There were no further patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.